Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the device that could have contributed to the reported event. Functional testing was completed, attaching the connector to the IV bag. The l-connector was properly attached, liquid could move through the device without issue, and no disconnections or leakages were observed. Product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.

Event description:
Event details: according to the customer report, c90 (l-cone) was connected to an infusion bag during the preparation of the drug solution, but it leaked out during use. The leaked fluid is roseus anticancer drug. The accessory 515008 (injector) was included. C90 was currently inserted into the infusion bag. Upon inspection, it appears the insertion into the infusion bag may be insufficient.

Manufacturer narrative:
510k na due to material number only being sold in japan. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.